Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and was bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 334 mg/dl while wearing the pod between 36 and 48 hours. The pod's cannula was found to be dislodged and leaking from the infusion site (leg). Upon removal cannula was bent. As treatment, the patient ran outside and corrections were given. The patient's blood glucose insulin history are as follows: (B)(6).